Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2002, pt underwent excision of previously placed non-bard mesh and repair of incarcerated incisional hernia with composix kugel mesh. On (B)(6) 2003, pt underwent excision of composix kugel mesh and repair of recurrent incisional hernia with composix kugel mesh. It was noted by the physician that it "appeared that the mesh had pulled loose from the right side of the abdomen, but there were other hernias around the previous mesh repair. Therefore, I thought that removing the entire old mesh would be most appropriate." It was also noted that there was mesh adhered to the bowel. On (B)(6) 2004, pt underwent excision of composix kugel mesh and repair of recurrent incisional hernia with a non-bard mesh. It was noted that there was mesh and adhered to the bowel.

Manufacturer narrative:
Initially, one event was reported by the pts' attorney. However, review of the medical records showed there to be an add'l implant. Currently, it is unk whether the device may have caused or contributed to the reported event. This is a pt with a history of multiple hernia repairs with bard and non-bard mesh. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. The composix kugel mesh implanted on (B)(6) 2002, was reported to the FDA in accordance with (B)(4).